Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the positioning guide rod was hit with a mallet during a surgery and as a result it broke. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided picture identified the guide rod fractured into 2 pieces at the joint between the handle and threads. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Based on the image provided, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.